Manufacturer narrative:
No pt present. Software investigation still in progress.

Event description:
Site reported the CT imaging and optical tracking procedure works fine. However, when the "fluoro imaging and optical tracking" procedure is selected the system hangs. This event did not occur during surgery and no pt was present.